Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient was placed under general anesthesia in order to excise skin and remove granulated tissue. The implanted device remains.